Event description:
During a remote follow-up, it was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) due to the programmed therapy discriminators of the device. No intervention has been performed. The patient is stable with no consequences.